Manufacturer narrative:
Investigation was conducted by an isi field service engineer (fse) who attempted to replicate the vision issue by swapping cables and wiggling the cables throughout the system in relation to the vision path. Multiple power cycles were also performed. The fse was unable to induce the customer reported failure mode. The camera head/cable assemblies were verified and the black/white balance and scope alignment all passed. All connectors and pins were visually inspected and passed. The fse ensured that all boards were properly seated on the surgeon side console and noted that no error logs related to the vision issue were generated. While verifying the connections on the camera controller units and synchronizer, the fse observed that two 75 ohm terminators on the back of the synchronizer were missing. The 75 ohm terminator is a cover placed over an open video connection port to reduce electronic interference. The sys was repaired by installing two 75 ohm terminators on the synchronizer.

Event description:
On (B)(6) 2010, a copy of medwatch uf/importer report (B)(4) was rec'd from (B)(6) hosp with the following info: pt admitted with left ureteropelvic junction obstruction for attempted robotic pyeloplasty. During the middle of the case, davinci robot lost the video picture. Physician notes state: "the robotic camera began to malfunction. We were not able to appropriately visualize the renal pelvis or the ureter because of the malfunctioning camera. Multiple attempts were made to fix the robotic camera without success. We therefore, decided to just convert to open procedure as we were not able to get the robotic system to work. An incision was made from the level of the twelfth rib towards the midline and carried down to the fascia, which was opened. The pt was awakened and taken to the recovery room in stable condition." Pt was discharged on (B)(6) 2010. Info consent included possibility of converting from laparoscopic to open procedure. The vision issue was initially reported to isi on (B)(6) 2010, however, isi was not made aware at the time of the report that the procedure was completed via traditional open surgical techniques.